Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least 2 bd viva¿ pen needles were not functioning. The following information was provided by the initial reporter: the problem is that 2 out of 3 needles that I use do not fit onto the pens properly.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1243868 d4: medical device expiration date: 31-aug-2026 h4: device manufacture date: 31-aug-2021 h6: investigation summary three photos were returned of two open pen needles and one open carton from lot. No. 1243868, cat. No. 320425. Visual examination of the returned photos was carried out and a broken non patient end of cannula and a bent non patient end of cannula was observed. As no physical samples were returned no functionality test can be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos and the fact no physical samples were returned for investigation this cannot be confirmed to be manufacturing related.

Event description:
It was reported that at least 2 bd viva¿ pen needles were not functioning. The following information was provided by the initial reporter: the problem is that 2 out of 3 needles that I use do not fit onto the pens properly.